Event description:
It was reported to boston scientific corporation that a flexima¿ biliary stent was used in a stent placement procedure performed in the bile duct. According to the complainant, during the procedure, the physician attempted to deploy the stent, but the guide catheter became stretched and the stent could not be deployed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good." Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results; stent kinked, guide catheter and push catheter broke.

Manufacturer narrative:
Investigation results of stent kinked. Investigation results of push/guide catheter broken. A visual evaluation found that the stent was bent. The guide catheter was kinked, stretched and broken. The push catheter was kinked/bent in several locations. The push catheter was broken and partially torn. A functional evaluation for stent deployment could not be performed due to the returned condition of the device. Based on the product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the delivery system to bend/coil leading to kinks and bends in the device. With the catheters and the stent bound by kinks and bends, the device would fail to deploy the stent. Force to deploy the stent could cause stretching of guide catheter, and ultimately breaking it. Efforts to deploy the stent likely caused tears on push catheter. Therefore, 'operational context' is selected as the most probable root cause for the complaint.